Event description:
Customer's mother reported receiving no delivery alarms and experiencing high blood glucose readings. Customer also mentioned receiving a motor error alarm during bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir, no delivery and a motor error alarm were noted in the alarm history. Customer's current blood glucose reading is 340 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. Unable to perform the occlusion test due to the prime anomaly. The device passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed the motor test. The unit was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.